Event description:
It was reported by dealer that the 9099 lift is bent towards the left side looking from the back. This is in a group home and no information was given as to how it got bent. No injury reported. Dealer to take the lift out of operation since the frame is so tweaked. Dealer supplied the serial number but it was from the pump not the patient lift. This is all the information that was given.